Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 400mg/dl. It was stated that the customer took a shower the night before with the quick release attached, but it did not lock into place. The customer woke with high blood glucose and rushed to the hospital. No further information was provided.